Event description:
It was reported that a small battery drive began to work intermittently. The instrument would work and then stop. Different batteries were used and the device performed intermittently.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the part was received without visible damages and without immediate signs of abuse or mishandling. Although the customer complaint was verified, it is impossible to determine how the product was handled during use or sterilization procedures. The complaint is considered indeterminate from a manufacturing perspective. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
The item was received inoperable. The customer reports the device works intermittently. After evaluating the small battery drive the cause of the issue is unknown. The item is not repairable. A service history of the past three years has been reviewed. The item was previously returned for service on 04/05/2011 due to electronic control damage followed by a return on 10/13/2011 for motor failure. There are possible relevant issues identified in the service history review however no conclusion can be drawn.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for (B)(4).